Event description:
It was reported that the pump module had backflow of secondary IV line into the primary line and bag. While primary line is locked. The primary medication was normal saline 1000ml intended to infuse at 10ml/hour. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: adverse type, describe event or problem, type of reportable events omit: event attributed to, e2401 - insufficient information, f24 - insufficient information additional information: imdrf annex e and f code.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an inaccurate delivery - backflow was not determined because no products or device logs were returned.

Event description:
It was reported that the pump module had backflow of secondary IV line into the primary line and bag. While primary line is locked. The primary medication was normal saline 1000ml intended to infuse at 10ml/hour. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had backflow of secondary IV line into the primary line and bag. Even when primary line is locked the secondary bag. There was patient "harm". Although requested, the customer did not provide details of the event.

Event description:
It was reported that the pump module had backflow of secondary IV line into the primary line and bag. While primary line is locked. The primary medication was normal saline 1000ml intended to infuse at 10ml/hour. There was patient involvement, but no harm. Although requested, the customer did not return the pump for investigation. Manufacturer's investigation on the tubing set ref (B)(4) returned by the customer revealed the following: visual inspection of the sets did not identify any damages or abnormalities. The infusion sets were primed, and a simulated infusion was attempted to be conducted. Immediately after the infusion was started, the fluid flow from the secondary infusion bag could be seen backflowing into the primary infusion bag past the backcheck valve. Please refer to manufacturer report number 9616066-2024-02189 for the report on suspect device - intravenous vascular set. Health canada reporter file no. 11269083.

Manufacturer narrative:
Correction : describe event or problem, initial reporter facility name.